Event description:
Received the product(s) and during incoming/labeling operation found the following defect. Details of the defect is wrinkle on the heat-sealing. Device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Complaint indicated a wrinkle in the heat seal area. Sales unit and packages were visually examined. The carton was found to be opened and damaged. Three packages were found to be undamaged. Two of the packages had no defects. One package had a tyvek wrinkle across the seal area of the package. The wrinkle was in an area of tyvek glazing which caused the tyvek to have a translucent appearance. The package was opened to visually examine the glazing and the wrinkled area of the tyvek and blister. The package seal was found to be intact and package sterility was not compromised. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.